Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Technical support guided the customer through several corrective actions, but occlusion alarms persisted. It was later determined that a blockage in the cartridge was the cause of the issue. The customer subsequently changed the necessary supplies and resumed insulin therapy.